Event description:
During the review of the customer's architect analyzer logs, static spikes that impacted patient results were found that did not generate an exception or error code. Although suspect results were generated, there was no impact to patient management reported.

Event description:
It was initially reported that the patient has expired after an implant duration of approximately 0.07 months. In 2009 (through follow-up with the health-care provider), it was learned that cause of death was cardiac failure and multi-system organ failure.per the operative report, the patient left the operation in "stable condition" and was transferred to the ICU.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Multi-system organ failure.device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. The patient also had another valve implanted. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.